Event description:
I got the essure implanted last (B)(6) per my doctor's request instead of litigation. I let him know I'm allergic to metal and he said it'd be fine. By (B)(6), I'd been to the hospital 3 times for chronic hives. I'd seen my doctor that week. My blood pressure was 80/40, and I ended up in the emergency room 2 states from home. My heart continued to race, and as I stabilized after they checked my EKG, they wouldn't let me go for hours because it wouldn't calm down even when I was asleep. In the last year I've had chronic hives at least 130 days of the last year. I have pain all over. My hands and feet are numb. I've gained 80 pounds. And I've been called crazy by many doctors; pretty sure they still think I'm crazy. When I left my network of doctors friday the one I got by chance tested all the normal things that would cause allergic reaction in labs. The only thing he could bring it back to is the essure. I should have thought of it, it was the same timeline. I never expected to feel so terrible a year later. I have never, ever felt this bad in my entire life. I'm pretty sure I now have to spend time fighting to get it removed. The doctor who did it is no longer around, and it's not common in (B)(6).